Event description:
It was reported to boston scientific corp on feb 4, 2009 that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure performed in 2009. According to the complainant, the physician pulled the handle to elevate the cutting wire and the wire broke at the proximal part of the tip. No electric current was applied and no piece of the cutting-wire fell into the pt. The procedure was completed with another autotome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.